Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right atrial lead was undersensing p waves, as observed on stored electrograms. It was also reported that the right ventricular lead had high threshold. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right atrial lead was undersensing p waves, as observed on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.